Event description:
It was reported that the patient will undergo a revision procedure due to recurring incontinence with an artificial urinary sphincter (aus). The aus cuff was explanted and a new aus cuff was implanted. The patient went home the day of the procedure.